Event description:
It was reported that during a percutaneous transluminal angioplasty procedure the v-18 wire became stuck in a catheter. The target lesion was located at a 90% stenosis of a moderately tortuous antebrachial hemodialysis shunt. The v-18 guidewire crossed the lesion and a catheter was advanced along the wire. The wire and catheter became stuck together outside the pt's body and the catheter tip detached. The procedure was completed with the same v-18 wire. There were no pt injuries as a result of this event.

Manufacturer narrative:
Pt over 18 years. It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).